Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was blocked and did not drain the urine. The patient states that the catheter become blocked after one week of use.

Manufacturer narrative:
Received 3 bardia catheter lot samples. The reported event was unconfirmed since the problem could not be reproduced. The samples were evaluated and no blockage was found. The balloon inflated and deflated without difficulty. Water was introduce into the drainage eye and the water successful drained through the drainage funnel. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "this is a single use device. Do not resterillze any portion of this device. Reuse and /or repackaging may create risk of patient or user infection, compromise the structure integrity and/or essential material and design characteristics of the device, which may lead to device failure and/or lead to injury or death of the patient . Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations." (B)(4).

Event description:
It was reported that the catheter was blocked and did not drain the urine. The patient states that the catheter become blocked after one week of use.